Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 12/18/2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.